Event description:
A report was received that the patient was experiencing discomfort due to the ipg being located in an area that rubs on her ribs. The patient¿s ipg was explanted.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.